Event description:
The customer alleges back to back results of 324 and 117 mg/dl. No report of an adverse event. She states controls were run three weeks earlier and were in range. Return requested and replacement was sent.